Manufacturer narrative:
We received an updated analysis which is on the ICD that was attached to this lead. The leads were not returned for analysis. Analysis is thus based on the available production documents and the ICD testing. The ICD and lead production processes were checked. The production documents did not show any irregularities. All production steps were correctly executed. A standard electrical outgoing goods test was performed and the ICD was documented to be in good working order. The ICD connection system underwent visual and mechanical inspection. This inspection showed that some residual material was inside the df-4 port. The residual material was removed and a test lead could be normally connected, as expected. It can be assumed that the introduced foreign material was the reason for the clinical complaint. There were no indications of a materials defect or a manufacturing defect.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn. There was no indication of a lead malfunction. The file is closed. The investigation will be re-opened should additional data or the lead itself become available.

Event description:
Ous MDR - it was reported that an ra lead dislodgement was observed approximately 6 weeks after the initial implantation. A reposition was performed on november 05, 2018. During the reposition procedure this lv lead dislodged. Two days later it was repositioned. During this revision, the rv lead could not be fixed into the ICD header. The ICD was replaced and the leads were reconnected.